Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 03/28/2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/16/2017 with the following findings: a review of the pump black box showed evidence of short battery life with nine counts of voltage drops on (B)(6) 2017. During investigation, the battery compartment was observed to be cracked from threads down to the case seal on the side. The returned battery cap was not damaged and was able to fit securely to the pump. During testing, the pump powered up with no issues. Current draws measured within specifications. The pump¿s cover was removed and no moisture ingress or damage was found to the printed circuit board. The complaint of short battery life was not able to be duplicated or confirmed during investigation.